Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was treated with oral antibiotics. There were no signs of the infection found during explant, but necrotic tissue was noted and removed. There have been no further reports of complications.